Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the staff began prepping the 3.00x12mm liberte stent and noticed the stent was not on the stent delivery balloon. The device never entered the pt. The procedure was completed with another liberte stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
(B)(4).